Manufacturer narrative:
Button error alarm and no esc and act button response due to corroded keypad traces. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer's father reported via phone call that customer received a button error alarm and was not sure how it occurred. Customer's blood glucose was 350 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.